Event description:
Report received of an inaccurate delivery. The pump was programmed in the continuous + bolus mode of delivery with unspecified settings to deliver demerol 10mg/ml. The nurses reported that "what was left did not match up with what was infused". According to the customer contact, the "pt received more than was indicated" on the pump. It was reported that the pump was removed from clinical service and that there was no adverse pt event as a result. The customer contact stated that the pt had "no ill effects". The date of the event was unknown. There was no reported adverse pt event. Though requested, there was no add'l info available.